Manufacturer narrative:
The customer received phone assistance from the technical support engineer (tse). Prior to the call, the surgeon moved to the other ssc, which is connected to the system, to continue with surgery. Tse investigated the issue. Review of the site¿s system logs confirmed no system related error. Upon verification, tse confirmed that one of the ssc was connected to a simulator. Tse provided troubleshooting advice and walked the customer through powering the ssc down and disconnecting the simulator; however, the surgeon elected not to reconnect one of the ssc to continue the surgery. No further issue was observed. The user completed the procedure using a single ssc. Upon completion of the procedure, a follow up call was made by the isi field service engineer (fse). Customer was provided instructions related to proper system connection and initialization. Fse verified that the system was connected and no system issue with any of the ssc was confirmed. Furthermore, site confirmed current lack of internal personnel. Following this, the system was verified as ready for use. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Verification via rfe logs confirms the occurrence of a procedure on the reported event date matching the documented event details. No further review is required as the logs were reviewed/analyzed as part of the isi tse and isi fse's investigation. This complaint is considered a reportable event due to the following conclusion: during a procedure using a dual surgeon side console (ssc) setup, a system prompt on the high resolution stereo viewer (hrsv) on one of the ssc requesting for a simulator passcode was displayed. The surgeon moved to the other ssc, which is connected to the system, to continue with surgery. User completed the procedure using a single ssc. Tse and fse investigated the issue. Review of the site¿s system logs confirmed no system related error. Fse verified no system issue with any of the surgeon console. Site confirmed current lack of internal personnel that contributed to the issue. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted inguinal hernia - unilateral surgical procedure using a dual surgeon side console (ssc) setup, a system prompt on the high resolution stereo viewer (hrsv) on one of the ssc requesting for a simulator passcode was displayed. The customer received phone assistance from the technical support engineer (tse). Prior to the call, the surgeon moved to the other ssc, which is connected to the system, to continue with surgery. Tse investigated the issue. Review of the site¿s system logs confirmed no system related error. Upon verification, tse confirmed that one of the ssc was connected to a simulator. Tse provided troubleshooting advice and walked the customer through powering the ssc down and disconnecting the simulator; however, the surgeon elected not to reconnect one of the ssc to continue the surgery. No further issue was observed. The user completed the procedure using a single ssc. No known impact or patient consequence was reported. Customer proceeded with the case. Field service engineer (fse) to follow up. Customer called back once the case was completed looking for assistance with this issue. Tse walked the customer through proper system connection. Customer connected the second console correctly and was able to power the system on successfully. Fse followed up and verified the system was connected. The customer was currently without a robotics coordinator (roco) and experiencing user issues due to the lack of training. The device is ready for us. The procedure was completed as planned with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.